Event description:
It was reported that a pt underwent a sling procedure on an unk date. On (B) (6) 2010, during a visit to the urologist, it was discovered that the mesh sling had eroded and caused vaginal stones. The pt underwent removal of the eroded mesh and a large stone that had been causing severe piercing pain in the groin. Within a week, upon feeling additional pain in the vaginal area, the pt removed a protruding second large stone.

Manufacturer narrative:
(B) (4). (B) (4). Vaginal stones. Mesh exposure. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.